Event description:
According to the customer, on (B)(6) 2024 when the needle was recapped it "poked through the cap" and when the needle was being "unscrewed" the scrub tech was "poked".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 when the needle was recapped it "poked through the cap" and when the needle was being "unscrewed" the scrub tech was "poked". The customer reported the incident occurred after the needle was used on a patient and the patient was "hep c positive". The customer reported they "assume follow up care will be necessary" but, the scrub tech "is fine". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.